Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that prior to any procedure, "the client requests the reference ntlc75 and from the store they send by mistake the reference ntlc55.¿ since product was not used in a procedure, there were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: regarding the photos received, are the photos from 1 (same) box or 2 separate/different device boxes? The pictures are for 1 item sent by the customer service.

Manufacturer narrative:
(B)(4). Photographic analysis: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, one of the photos show a box from a linear cutter 55mm ¿ ntlc55, while other of the pictures show a portion of a label with lot number n4lr5n and from product code ntlc75. A review of manufacturing records for lot n4lr5n confirmed that it belongs to a ntlc75, however, the review showed that no discrepancies were found during the packaging process that could confirm the complaint. Additional photos from the labeling applied on (B)(4), cartons, etc. Would have provided more information in order to perform a complete tracing of the lot provided. The photos do not provide enough evidence to confirm failure nor to determine root cause. Should additional photographs (batch information, labels on (B)(4), cartons, etc.) Be available or should the sample become available for analysis, this should provide the evidence necessary to confirm the root cause.